Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). The patient reported that the scs battery was removed and was replaced with a dbs because the leads were coming out of the skin "where it used to be connected to the battery in the chest" and also because they were not getting pain relief from the neurostimulator. It was reported that the ins was moved from the right side of chest to the left side of the chest. The patient reported that they currently have a dbs system implanted but does not know model/serial number of ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their weight at the time of the event was (B)(6) and the serial number and fccid of the external components that had been sent to them. No additional patient symptoms, or additional complications were reported.